Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) levels ranged from 139 mg/dl to 349 mg/dl, which was addressed with a bolus delivery via the pump. The customer's bg levels were not currently impacted. Reportedly, the customer was able to load a cartridge successfully and resumed insulin delivery. Additionally, the customer had manual insulin injections available for alternate therapy.